Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was a lead warning which was caused by low impedance. This was found at the regular checkup. The lead had been suspected of failure and has been used in unipolar setting. Lead replacement is planned. No patient complications have been reported as a result of this event.